Manufacturer narrative:
The device was not returned for evaluation. In addition, no imagery was provided for review. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint.  The june 2019 control limits were not exceeded for the applicable trend category. Instructions for use (IFU) system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU/training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The reported event was unable to be confirmed as no relevant imagery was provided. Since the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, a review of device history record, and manufacturing mitigations supports that a manufacturing nonconformance did not contribute to the complaint event. Review of IFU/labeling did not reveal any deficiencies.  Due to insufficient information being provided, a root cause was unable to be determined. Based on the IFU review, it is possible that the following factors contributed to the complaint event: incomplete valve alignment and malpositioning of the valve on the inflation balloon may have resulted in the balloon inflating in an irregular manner, not pulling back the flex catheter prior to inflation would prevent the proximal section of the balloon from inflating. It is also possible that patient factors such as tortuosity may have created bends in the delivery system that affected fluid flow during inflation. Calcification in the native annulus (described as ¿mild¿) may have also impeded balloon inflation. Since no edwards defect and no labeling or IFU inadequacies were  identified during this investigation and the occurrence rate do not exceed the control limits for the respective trend category, no corrective and preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Imagery was returned for evaluation; therefore, the verbiage has been updated to reflect this new information. The device was not returned for evaluation. Imagery was returned and reviewed. The following observations were made: the native valve was calcified, a pigtail was placed in the rcc, the flex tip was not over triple marker before valve deployment, the valve was not centered between alignment markers before valve deployment, the valve was positioned 5-6 mm away from distal alignment marker, during valve deployment the balloon inflated asymmetrically (¾ inflation in the distal portion) and pushed the valve toward flex tip, post-deployment attempt the valve embolized aortic and was eventually implanted in the descending aorta, a stent was grafted over the valve, the second valve was well deployed due to slow inflation. No imagery was provided on the valve alignment or information on bav. A device history review (DHR) was performed and the work orders did not reveal any issues that could have contributed to this complaint. A review of lot history revealed no additional complaints for the reported event. A review of complaint history from (B)(6) 2018 to (B)(6) 2019 for the commander delivery system (all models and sizes) revealed no additional returned complaints for the reported event. Additionally, the (B)(6) 2019 control limits were not exceeded for the trend category. Instructions for use (IFU), the system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU or training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The reported event was confirmed by the provided imagery. Since the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. However, a review of device history record, and manufacturing mitigations supports that a manufacturing non-conformance likely did not contribute to the complaint event. Review of IFU/labeling did not reveal any deficiencies. Due to insufficient information provided, a root cause was unable to be determined. However, based on the provided imagery, it is possible that incomplete valve alignment and malpositioning of the valve on the inflation balloon may have resulted in the balloon inflating in an irregular manner. It is also possible that patient factors such as tortuosity may have created bends in the delivery system that affected fluid flow during inflation, ultimately affecting the deployment of the valve. Calcification in the native annulus (described as ¿mild¿) may have also impeded balloon inflation and valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective and preventative actions are required. Since a product non-conformance was not confirmed, and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report refers to the delivery system used in the procedure. Please reference related manufacturer report no: 2015691-2019-02100 regarding the valve used in the procedure. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) regarding a 29 mm sapien 3 valve in aortic position by transfemoral approach. The first 29 mm sapien 3 valve embolized during implantation and was implanted into the ascending aorta presumably because the balloon did not open symmetrically (distal part expanded first). Difficulties were encountered with tracking the second 29 mm sapien 3 valve through the first 29 mm sapien 3 valve that was implanted in the descending aorta. Therefore, the second valve, delivery system and sheath were removed and a stent to fixate the first 29 mm sapien 3 valve in the descending aorta was implanted. A 29 mm sapien 3 valve could then be successfully implanted in the aortic annulus.